Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. The customer had symptoms such as nausea and treated with syringe for highs. Customer's low blood glucose at time of incident was 40mg/dl. Customer's high blood glucose at time of incident was 400 mg/dl and current blood glucose 405 mg/dl. The drive support cap appears normal. The product was not returned for analysis.